Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (200 mcg/ml at 401.8 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and other spasticity. It was reported that the doctor accidentally cut the pump segment during surgery. It was replaced with a catheter revision kit. The pump was removed due to normal battery depletion. The issue was resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' No symptoms were reported. No troubleshooting was performed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.